Event description:
It was reported a patient presented with bradycardia due to inhibition of pacing from oversensing noise on the right ventricular (rv) lead. No changes were reported. The patient was stable.